Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. The root cause of the patient's ventricular perforation cannot be determined with the available information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a bioprosthetic mitral valve, implanted for 11 years and seven (7) months, underwent a valve-in-valve procedure due to severe mitral valve stenosis. The patient left or on ECMO support. Right ventricle was perforated during temporary pacemaker placement. The patient returned on pod #2 for redo-sternotomy with repair of the right ventricular apical perforation. The mitral valve appeared normal on tte. Despite correction, bleeding continued and no native heart function was detected during ECMO weaning trials. The patient's condition was discussed with his family it was decided to withdraw care and cease efforts. ECMO support was stopped and the patient expired.